Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician had inquired about an audible alert from a patient's implantable cardioverter defibrillator (ICD). The ICD is at end of service (eos) and the physician had thought they had turned off all the alerts. It was discovered that the alert was for a charge circuit timeout, which is a non-programmable alert. Even if all alerts are programmed off, the device will still tone for this condition. Follow up was completed and the device currently remains implanted. No patient complications have been reported as a result of this event.